Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) screen did not respond when the heart lung machine (hlm) was turned on even though the fan was working. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only testing equipment. Upon power up of the ccm, the display did not illuminate. The pst observed that the fans and lights did function but none of the information on the screen was discernible without the room lights turned off, and the use of a flashlight. The pst replaced the ccm inverter with a lab use only (luo) inverter and the issue remained. The pst verified that the computer and inverter functioned as intended. It was determined that the ccm display did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.